Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the firing stopped on the first 60 mm reload about 20 mm into the firing and could not be completed. A 45 mm reload was then used to complete the transection of the stomach. Also on one of the second 60 mm reload firings, during the transection of the stomach , the outer rows of the staple line was incomplete centrally in a small section, so suturing was used to reinforce the staple line.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was partially fired. The jaws of the reload were open. The clamping mechanism was deformed. The laminates were found to be bent. It was reported that the instrument fired partially. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4f1982y); sigphandle, sig power sigphandle handle (sn: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the firing stopped about 20mm into the firing and could not be completed. A second reload was then used to complete the transection of the stomach. Also, on one of the subsequent reload firings, during the transection of the stomach, the outer rows of the staple line was incomplete centrally in a small section, so suturing was used to reinforce the staple line.